Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of blast cells in one pt sample. There were no instrument-generated messages accompanying the results. A differential had not been ordered on the sample. The differential was run only for informational purposes by the laboratory staff. The differential test results were not reported out of the laboratory. A manual differential was not performed on this sample; however, eight days previously a manual differential was performed on a sample collected (B)(6) 2010 from this same pt and 12% blast cells were observed. The customer believed the sample collected and run on the lh780 analyzer on (B)(6) 2010 contained blast cells although there was no manual differential performed or results from alternate instruments. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR is for pt 1 of 1 on day 2 of 2. See MDR # 1061932-2010-00188 for pt 1 of 1 on day 1 of 2. Quality control materials were run before and after the event and recovered within expected limits. The software algorithm of the lh780 had its sensitivity set to [2202], which is the mid level setting for blasts and variant lymphocytes, set off for imm. Ne 1 (immature neutrophils, primarily bands) and set mid level for imm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with this pt sample indicated neutrophils overlapped with monocytes and a little enlarged lymphocyte population, but they were not significant enough to set suspect flags at the given sensitivity settings for this pt sample if it contained blast cells. A field service engineer (fse) visited the site on (B)(4) 2010 to assess the instrument. The fse verified the instrument operation. The root cause is unknown.